Event description:
Caller states that the paramedics were called due to his having a fver and feeling ~weird". He states that the paramedics tested him at 61mg/dl on their device and his device read 225mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.